Event description:
It was reported that pump battery was not charging and there was no information about customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Pump was later able to start, charge, and be recognized by computer, but pump reset occurred, previous data and profiles were deleted, and device was planned to be returned while customer received replacement pump.